Event description:
It was reported that the patient experienced two low voltage and no external power alarms. The log files were sent for review. Log files captured a series of low power hazards and external power events on (B)(6) 2024. This was believed to be caused by power to the mobile power unit (mpu) being interrupted briefly. There was no interruption in pump support during these events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. The mobile power unit (mpu) was not returned for analysis; however, log files were submitted for review and contained data spanning approximately 3 days (B)(6) 2024 at 02:56:11 to (B)(6) 2024 at 16:01:55 per time stamp). At 0:33:04 on (B)(6) 2024 while the patient is connected to the mpu, voltage drops on both power leads indicating a loss of ac (alternating current) power activating a low power hazard alarm. This lasts until 00:33:07, when power to the mpu is restored. About 20 seconds later, at 00:33:28, mpu voltage drops on both power leads indicating loss of ac power activating a low power hazard and no external power alarms. The alarms clear at 00:33:34 when power is restored to the mpu. The backup battery provided power to the system during these events. There were no other notable events observed in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding the serial number of the mpu, the cause of the no external power event, if the mpu would be returning for evaluation, and if the mpu had a v-lock connector; however, no response was received. A root cause for the reported event could not be conclusively determined through this analysis. The device history record for the mobile power unit (mpu) was unable to be reviewed due to the serial number information of the mpu not being provided. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.